Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he believes all of the insulin leaked out of his insulin pump; the customer found insulin all over the inside of his reservoir compartment, the piston, and the area the piston retracts into during a rewind. The insulin pump will not rewind anymore: the device alarmed with motor error. The patient's blood glucose at the time of alarm was 563 mg/dl, which he treated with a manual insulin injection. The drive support cap appeared normal. However, the customer carries two cell phones and a wallet with a magnetic strip on it. The customer attempted to rewind again but the motor error alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch also, moisture damage was found on the motor sleeve. No moisture damage was found on the electronic assembly noted. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.